Event description:
Customer reported pt on infusion service reacted with symptoms of redness and blistering at IV site after start of service on (B) (6) 2008. Daptomycin being used with readymed r100200 for delivery. PICC catheter and site dressing materials changed to alleviate problem and IV site reaction continued. Shortly after report by customer, cardinal health received a letter from (B) (4) related to cubicin (daptomycin for injection) compatibility with readymed. The letter stated evidence reported from testing performed by manufacturer of the drug shows a potential for the formation of an impurity called mbt when stored in readymed which can cause skin irritation. Customer was notified of (B) (4) customer letter and advised to use alternate product for delivery of daptomycin infusions. Customer reported pt continued therapy and localized PICC line site reaction persisted.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.